Manufacturer narrative:
Unresponsive buttons due to an unlocked j2 connector at the lcd board. Unable to perform displacement test due to unresponsive buttons. Unit had minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive, specifically the esc button. Customer does not recall any significant events leading to the error. Customer's blood glucose was 265 mg/dl at the time of incident. Troubleshooting was done for keypad anomaly but the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.